Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator nebulizer not working. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, customer confirmed that the unit is not connected to neonate. Vyaire medical field service engineer (fse) adjusted hoses and turned nebulizer screw. Nebulizer started to output flow again. Adjusted flow to vyaire medical specs and performed verification. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation but a vyaire field service representative (fsr) evaluated the device onsite and repaired the unit. The factory adjusted nebulizer port is not delivering the desired flow of 7.5 to 8 lpm. The exact root cause is unknown. Most likely root cause is a production fault during adjustment of the port.